Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right side bra roll (back) on (B)(6) 2019 using the cooladvantage coolcurve+ contour applicator. On (B)(6) 2019, the patient was treated to the lower abdomen using the cooladvantage coolcore applicator, to the mid abdomen using the cooladvantage coolcore applicator, to the upper abdomen using the cooladvantage coolcore applicator, to the right anterior flank using the cooladvantage curve applicator, to the right posterior flank using the cooladvantage curve applicator, and to the left bra fat using the cooladvantage curve applicator. On (B)(6) 2019, the patient was treated to the left anterior and posterior flank using the cooladvantage coolcurve+ contour applicator. The patient developed paradoxical hyperplasia (pah/ph) 10 weeks after treatment. The patient was diagnosed with pah in the upper abdomen, mid abdomen, lower abdomen, bra rolls, and flanks on (B)(6) 2019. The pah was described as soft and there was visible enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right side bra roll (back) on (B)(6) 2019 using the cooladvantage coolcurve+ contour applicator. On (B)(6) 2019, the patient was treated to the lower abdomen using the cooladvantage coolcore applicator, to the mid abdomen using the cooladvantage coolcore applicator, to the upper abdomen using the cooladvantage coolcore applicator, to the right anterior flank using the cooladvantage curve applicator, to the right posterior flank using the cooladvantage curve applicator, and to the left bra fat using the cooladvantage curve applicator. On (B)(6) 2019, the patient was treated to the left anterior and posterior flank using the cooladvantage coolcurve+ contour applicator. The patient developed paradoxical hyperplasia (pah / ph) 10 weeks after treatment. The patient was diagnosed with pah in the upper abdomen, mid abdomen, lower abdomen, bra rolls, and flanks on (B)(6) 2019. The pah was described as soft and there was visible enlargement.